Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used, empty easypump ii lt 125-25-s-EU/sa without packaging. The received sample was taken to a visual inspection for damages. At the sample we detected a crack in the lli-cone of the filling port. Reviewed the DHR for batch 22m10ged31, there is no abnormality and no such defect detected at in process and at final control inspection. Leakage can only be observed during the filling process. When handling and preparing cytostatic, appropriate regulations apply to protect the user, i.e. Personal protective equipment and operation within a protected environment (e.g. Isolator, laminar flow). We consider direct exposure of the user to toxic substances to be unlikely. Once the filling process is finalized. The solution is safely held back within the pump reservoir by a back-check valve. Therefore, there is no risk for serious harm to patients or third. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in switzerland: "chemo leakage". According to the customer: "the liquid was 5 fu (fluorouracil), a cytostatic classified as "irritant", class 2. No harm to the patient. Impossible to locate where exactly the leak came from".